Manufacturer narrative:
A wallflex biliary rx stent and delivery system were received; the device analysis determined that the condition of the returned device was consistent with the complaint incident. The stent was partially deployed by 19mm and it was not possible to reconstrain the stent as the stent was positioned distal to the tip and the clear outer sheath was kinked. During analysis the stent was deployed and it was noted that the three ro markerbands on the inner shaft were correctly positioned. A visual and microscopic examination found no issue with the profile of the deployed stent or the profile of the reconstrainment band. A tactile examination found that the inner shaft was kinked across its length. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was used to treat gallbladder cancer during a bile duct stenting procedure performed on june 29, 2015. The patient had a long stenosis from the hepatic portal region in the gallbladder cancer through the papilla. The anatomy of the bile duct was described as very thin. According to the complainant, during the procedure, the physician began deploying the wallflex¿ biliary rx stent and decided to reconstrain it in order to reposition it. The physician was unable to reconstrain the stent on the delivery system. Therefore, the physician removed the wallflex¿ biliary rx stent from the endoscope with the stent partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was used to treat gallbladder cancer during a bile duct stenting procedure performed on (B)(6) 2015. The patient had a long stenosis from the hepatic portal region in the gallbladder cancer through the papilla. The anatomy of the bile duct was described as very thin. According to the complainant, during the procedure, the physician began deploying the wallflex¿ biliary rx stent and decided to reconstrain it in order to reposition it. The physician was unable to reconstrain the stent on the delivery system. Therefore, the physician removed the wallflex¿ biliary rx stent from the endoscope with the stent partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.